Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve was broken. It was reported that the hemostatic valve of the vizigo sheath was broken. They exchanged the sheath and the issue was resolved, the case continued without any further incident. There were no reported patient consequences. Additional information: the hemostatic valve broke. The hemostasis valve (gasket) was in one piece. The hemostatic valve became detached from the sheath. The sheath was not being used on the patient. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
The product investigation was completed based on received photos of the complaint device as the device was not returned for analysis. Device investigation details: according to the pictures provided by the customer, the hemostatic valve is dislodged. A device history record evaluation was performed for the finished device [50000048] number, and no internal action related to the reported complaint condition were identified. Due to the conditions of the hemostatic valve, an internal action was opened. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) on 14-feb-2022, further investigation identified that the device returned was not for this complaint and no device has been returned. Additionally, also on 14-feb-2022, further investigation identified that the receipt of a photo had occurred and was mistakenly omitted from the previously submitted reports. The photo analysis has been included in section h10 of this supplemental report. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).